Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's device was replaced due to a lead discontinuity. It is unknown if there has been any patient manipulation or trauma to the device. The lead discontinuity was indicated to have suspected due to high lead impedance during a diagnostic test. The explanted devices have been returned to the manufacturer for product analysis. Product analysis is underway.